Manufacturer narrative:
No patient involved. A manufacturer representative went to the site to test the equipment. The representative was not able to reproduce the mobile viewing station not turning on. The system passed checkout and also performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the site was unable to power on the mobile viewing station. No patient was present. No delay. On 2020-jan-07 additional information received: per the wo completion its known that I was not able to reproduce the mobile viewing station not turning on. After talking to the staff that actually wasn¿t the issue. The issue was after taking a spin the rt drove it back to the storage room and the motion batteries were looking low. I tested out the imaging system and was not able to reproduce that issue either. Looked at the logs and after the rt took a spin they unplugged the umbilical cable from the image acquisition system for 35 minutes before driving it back to the storage room. This is why the batteries were low. Imaging system passed all tests and is up and running.